Event description:
I had a total hip replacement in 2004 using a ceramic on ceramic stryker implant. At first it was great, and I was able to return to my activities quickly. However, I began having problems with it approximately 6 months after implant first noticing weakness. I was able to walk less and do less than even 4 weeks after surgery. Doctor said xrays showed all ok and put me on more therapy. Muscles continued to strengthen, but still weakness. It also began popping and occasionally make a squeaky, grinding, rubbing noise. This would come and go. Now, 4 years alter, it is still popping and making a rubbing grinding feeling. Several times it has popped and been painful when I bent over and turned to the side and stayed sore for days afterwards. Doctor says xrays look ok, however, he did say he could replace the liner which would probably take care of the rubbing and grinding feeling I have. I have not yet done so as worry that perhaps having if redone would cause more pain and disability than I now have. I still have to use my cane when I walk more then several hundred feet as gets very weak, especially as the day progresses. I did not expect this outcome as I am a dancer and tennis player, and have not been able to do this. Needless to say, I am not happy with this stryker ceramic-on-ceramic hip implant. I go back to the doctor in 2009 and will have more xrays taken, this time of the hip socket.